Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients which had been released long time were appearing on the list of the patients on the stations. The technical support specialist (tss) dialed into the all in one and identified that the extract transform load (etl) was not running and applied the knowledge article medstation es etl failure - derived column input to fix the etl issue. Tss also identified that the patient was created and discharged from both the station and the server, and due to this reason, it did not reflect on the server. To resolve the issue, customer required to manually push or discharge the patients from the server. Tss performed three follow ups, no response was received from the customer and the case was closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient list reappeared on the station who had discharged long ago. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.